Event description:
It was reported: pt experienced increased swelling and pain in the knee. Pt required a patellar revision of the right total knee arthroplasty after studies has identified abnormal wear patterns in their knee. The right knee has a worn patella. This was operated on in 1990 and debrieded later that year.